Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found that the instrument tips were not bent. No problem was found with the instrument tips. Failure analysis observed that the main tube had scratch marks/abrasions. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .047 x .06 piece missing roughly 1.74 above the snake wrist. The other areas were damaged, but the insulation damage in those areas were only lifted up with no pieces missing in those specific areas. No other damage was found.

Event description:
It was reported that the thoracic grasper instrument tip was noted to be bent prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.